Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155499.

Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed patient's right ventricular (rv) lead failed convert rhythm by providing appropriate defibrillation therapy. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Correction: coding should have been loss of defibrillation therapy not inappropriate therapy